Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue placement procedure performed on (B)(6) 2022. The patient was under general monitored anesthesia care. During the procedure, the applying physician experienced difficulty visualizing the prostate and rectal wall. After hydrodissection, the physician pulled the probe out and discovered about 30cc of mucus or fluid and this led him to think that he went through the rectal lumen with the needle and hit the standoff balloon. The spaceoar vue placement procedure was completed. A computed tomography scan was performed and confirmed spaceoar vue gel in the anterior rectal wall with some gas appearing to be in the space between the prostate and the rectum. A rectal wall infiltration was confirmed via magnetic resonance imaging as a result of this event. Stool softeners and antibiotics were the medications prescribed for this occurrence. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.